Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer accidentally mistook the reagent for eye drops and added small amount into his eyes. The consumer experienced a burning sensation for while in his eye before flushing the eye with water. The consumer reported that they had no irritation after washing the face with a copious amount of water. No additional information including treatment and outcome was provided.